Event description:
A customer from (B)(6) contacted biomérieux to report the occurrence of a false susceptible ertapenem result for (B)(6) esherichia coli sample (B)(6), distribution (B)(6)) in association with the vitek® 2 ast-n350 test kit (batch 7900259103). The vitek 2 ast-n350 card reported an ertapenem result of mic = 0.25; the intended result was mic = 4. The (B)(6) report for this distribution indicated that 75% of participants using automated eucast method reported the ertapenem as susceptible. Overall, only 40.4% of laboratories reported the isolate as resistant to ertapenem. The ertapenem result was not scored as so few laboratories obtained the correct result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the (B)(6) strain. Biomérieux investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to false susceptible ertapenem (etp) results with vitek® 2 v7.01 for neqas survey escherichia coli (distribution 4214 sample 4179) on ast-n350 cards. Note: the biomérieux internal neqas sample was tested for the investigation. Identification of the neqas organism was confirmed and testing included one (1) card from two (2) lots of ast-n350 cards. Etp interpretation according to vt2 breakpoints (from eucast 2008): s </= 0.5 - r>/= 2 (same breakpoints as eucast 2018) the reference methods used for the development of the two (2) ertapenem formularies (etp01n and etp02n) were performed in parallel of vitek 2 testing: agar dilution (ad), which was the method used for etp01n development on ast: etp mic = 2 mg/l r. Broth microdilution (bmd), which was the method used for etp02n development on the ast-n350 card: etp mic = 2 mg/l r. On vitek 2 v7.01 (aes parameters: global european based + eucast based): ast-n350 card results: the etp value (0.25 mg/l) is an essential agreement error (gap >1 doubling dilution) compared to the reference mic (bmd - 2 mg/l r) and the expected resistant neqas result. Susceptible customer results were reproduced in-house. Conclusion: the false susceptible results were reproduced in-house on ast-n350 cards. The biomérieux study confirms an underestimation of ertapenem. Atypical growth in the wells of vitek 2 cards. Note: only 22.4% of customers using automated testing methods got the correct result for this survey strain (etp r). A complaint review was performed. In addition, quality system (qs) review of the most recent quarterly trend report, q1 2018, did not identify this complaint as a systemic quality issue.